Manufacturer narrative:
(B)(4). Date sent: 4/25/2016. Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? For clarification, was the firing trigger advanced and no staples were deployed? If no, please explain. Were the staples seen in the surgical field? Was the device placed for firing, but then released and reset on the patient tissue?

Event description:
It was reported that during a low anterior resection procedure, surgeon fired contour with a 40mm reload, but its staple didn't come out of the anvil tip. Since surgeon had used our product on a daily basis, he handled the case. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m52r79. The analysis results showed that one cr40g reload was received fully loaded with staples; in addition, the washer was detached, making the reload non-functional. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the cartridge became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.